Manufacturer narrative:
The device was returned to haemonetics on june 30, 2011 and evaluated on july 26, 2011. Upon evaluating the device the defect was confirmed. Upon repairing the device, blood was found. The investigation is ongoing. A follow up report will be filed when the investigation has concluded.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the digital blood shakers failed qc and will not reset. No donor injury was reported. No operator injury was reported.